Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. This report captures one 4.5 mm cortex screw self-tapping 36 mm. This is report 1 of 10 for (B)(4). The other screw is being captured on related (B)(4).